Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced a low blood glucose and the insulin pump was no longer alarming for low glucose alerts. The device failed the audio test. The customer¿s blood glucose during the incident was 40 mg/dl. The customer was treated for their low blood glucose levels with juice. Troubleshooting was declined for the audio anomaly and for the low blood glucose levels. It is unknown if the automode feature was active during the incident. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).